Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high capture threshold measurements. No additional information is available at the moment. No additional adverse patient effects were reported.